Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not displaying flow readings was not confirmed. There were no photos or log files submitted for review. The centrimag console, serial (B)(6), was not returned for analysis. The provided information indicated that the unit wasn¿t showing a flow reading. The flow probe was tested on a different unit and was working correctly. Technical services recommended power cycling the unit. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The 2nd generation centrimag system operating manual section 9.2 states to clean the exterior of the console with bactericidal solution by spraying the solution on a cloth and wiping off the unit after disconnecting from ac power. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed for the centrimag 2nd generation primary console serial #: (B)(6) and the console was found to pass all manufacturing and quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L, section 8.3 ¿recommended preventive maintenance¿) instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. The 2nd generation centrimag system operating manual (rev. M) section 9.2 "maintenance following each patient use" states to clean the exterior of the console with bactericidal solution by spraying the solution on a cloth and wiping off the unit after disconnecting from ac power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that customer was having trouble a centrimag. The unit was not showing flow. The flow probe was tested on a different unit, and it was working correctly.